Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm on the device and the low reservoir alarm functioned properly. The insulin pump had cracked caser at the display window corner on all corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, missing end cap sticker and cracked display window. There was no insulin odor in the reservoir compartment. There was no moisture damage on the electronics assembly or motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level was 427 mg/dl. Customer treated their high blood glucose with manual injections. Customer experienced nausea and fatigue as a result of high blood glucose. Customer advised they smelled insulin coming from the insulin pump. Customer's alarm history showed multiple low reservoir and no delivery alarms. Troubleshooting for cosmetic damage was performed. Customer's insulin pump had cracks on the right hand side of the device where the reservoir was located. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.